Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/12/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture wire was received with the kneading needle and wrong needle attached. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.